Event description:
The patient was implanted with a left ventricular assist device (lvad). It was reported that the patient suffered a hemorrhagic stroke and expired. The patient was described as non-compliant with anticoagulation medication. It is believed by the hospital team that the stroke was not device related. No alarms were reported for the event.

Manufacturer narrative:
It was reported that the pump would not be returning for evaluation. A root cause for the patient's hemorrhagic stroke and a correlation between the event and the device could not be conclusively determined through this evaluation. A review of the device history record revealed that the device met applicable specifications. No further information is available. The manufacturer is closing the file on this event. Placeholder.

Manufacturer narrative:
Information is unknown as the serial number of the device was requested but not provided. Approximate age of device: 4 months. It was reported that the pump would not be returning for evaluation. No further information is available at this time. A supplemental report will be submitted when the device analysis is completed. Placeholder.